Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. The customer stated that the insulin pump kept on alarming no delivery and motor error and the blood glucose reading was high. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the insulin exited after a 5 unit fixed prime was delivered. Customer also reported to have experienced a high blood glucose of 440 mg/dl and will use manual injection if needed. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back for further issue. The insulin pump is not expected to return for analysis.